Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no external ram crc error alarm or unexpected restart alarm was noted. The pump passed the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind. They were unable to perform the occlusion test and no delivery test due to a prime anomaly. The pump had a no display anomaly noted. The pump was received with a severely scratched display window, broken battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he has had the insulin pump for over 4 years and last night, he had a problem when he refilled the insulin. Customer stated that the battery was low and when he changed the battery a number came up on the screen that made him set the time and date. Customer's blood glucose was at 418 mg/dl and later over 600 mg/dl. Customer treated with a manual injection of 40 units. Customer's blood glucose went to 271 mg/dl. Customer gave another 10 units and tested at 87 mg/dl. Customer had symptoms of high blood glucose such as frequent urination and overall did not feel well. Customer was assisted with correcting the time and date. Customer stated there is a chip missing on the battery compartment and the screen is scratched up, making it hard to read. Customer declined to perform the high pressure test. Customer also had an external ram crc error alarm and an unexpected restart alarm. Customer was advised that the pump will need to be replaced.